Event description:
During an af ablation procedure, persistent air ingress was observed involving the agilis sheath and volt catheter following successful transseptal puncture and mapping with an advisor hd grid x catheter. Upon initial advancement of the volt catheter, air was aspirated but there was no blood return. The advisor hd grid x catheter was reinserted into the same sheath and blood aspiration was confirmed. Reintroduction of the volt catheter again resulted in consistent air aspiration. Both the agilis sheath and volt catheter were replaced; however, air aspiration persisted. Blood was subsequently observed leaking from the agilis hemostatic valve. The abbott devices were replaced, and the procedure was completed using non-abbott devices (faradrive steerable sheath and farawave pfa catheter) with no adverse patient outcomes.